Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the mid lad exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. Patient status is alive with no injury.

Manufacturer narrative:
Additional info: the device did not pass through a previously-deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.